Manufacturer narrative:
Implanted date: device was not implanted explanted date: device was not explanted the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the angio-seal device was used for hemostasis after a percutaneous transluminal coronary angioplasty (ptca,) using 7fr sheath introducer. The puncture site met the requirement for using angio-seal, the suture was broken during the process of pulling the angio-seal up. Hemostasis was achieved by manual compression. Bleeding occurred in the procedure room, there was no patient injury or medical intervention required. Blood loss was less than 250cc. The patient was recovering and was reported to be in stable condition. No other devices or equipment were used with the angio-seal device.

Manufacturer narrative:
One 8fr angio-seal vip was returned for evaluation. The carrier tube assembly was returned separate along with the arteriotomy locator and hemostasis sheath. The returned device was subjected to visual analysis. There was no anchor, collagen or tamper tube returned. No suture was visible outside the distal end of the carrier tube tip. The carrier tube hub was not mated with the hemostasis sheath and the deployment sleeve was in the rear position. The hub of the carrier tube was removed and all turns of the suture were noted wound on the spool. The carrier tube was cut through longitudinally and the sheared end of the suture was examined. It was confirmed that the suture had severed within the tube. There is no evidence that this event was related to a device defect or malfunction. From the position of the deployment sleeve, it is possible that not positioning the deployment sleeve appropriately before withdrawal may have placed on the suture which, when combined with off axis forces, could have led to this event. The exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on august 14, 2018. Suture break was located above the collagen. All components were removed from the patient.